Event description:
It was reported that the procedure was to treat external iliac artery with mild calcification. The 10x80 mm absolute pro self expanding stent system (sess) release mechanism did not work properly and the stent did not deploy. The stent was not flowered or opened. The device was removed and a new unspecified stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified the stent was exposed 20 mm. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the mildly calcified anatomy resulted in preventing the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The noted blood in the sheath and in the retracting, sheath likely contributed to the confirmed/noted mechanical jam and the confirmed/noted activation/deployment failure during return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.